Event description:
The tip of a proguide needle broke-off. The broken proguide was discovered after CT scanning for treatment planning purposes and confirmed after the needle was removed. Broken fragment of proguide needle remains in the patient.

Manufacturer narrative:
The broken proguide was discarded by the facility and therefore could not be returned to the manufacturer for evaluation. The facility indicated that there were no patient effects resulting from the embedded fragment.